Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain after a trial implant procedure. It was also reported that the patient was experiencing a dull aching in her low back and the patient was asked by the bsn sales representative to turn the stimulation off. The patient underwent an early lead pull procedure and was reportedly doing well.